Manufacturer narrative:
The device was received for evaluation. During visual inspection, a vertical cut was observed in the tubing approximately 5 inches above the y site. The reported condition was verified. Due to the nature of the cut it was determined that this was due to human error during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink luer activated valve had a hole below the drip chamber which caused a leak to occur. The event was noticed during preparation. There was no patient involvement. No additional information is available.